Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-01275. It was reported the patient experienced inadequate stimulation with their current system. The patient may undergo surgical intervention at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01275. It was reported that the patient underwent surgical intervention wherein the patient had a new drg lead added on (B)(6) 2019. Therapy has been restored postop.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01275.